Event description:
The compression/ targeting device locked up during surgery. The metal insert of the compression/targeting device could not be removed from the plastic frame. After the surgery, the integra product specialist attempted to disassemble the metal insert. She noticed that the metal inset was tilted in the plastic frame. The scale on one side of the frame read 4mm while the other side read 8mm. She was able to diassemble the metal insert. Upon reassembly, the metal frame remained tilted, indicating that one or both of the metal stanchions were bent.